Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the reload was working but did not want to switch to the stapling part. The surgeon was not able to pressed the green button and was not able to squeezed the handle. It was noted another reload was used to resolved the issue. There was no patient injury.